Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported opacification of a lens that was implanted during an intraocular lens (iol) implant procedure over ten years ago. There was no patient harm or medical intervention reported. Additional information was received from the surgeon that indicated that the opacification was sub surface nano glistenings (ssng). No definite symptomatic change in vision was noted.

Manufacturer narrative:
Additional information provided. Product evaluation: photos were provided and reviewed by a company physician: two dark field technique slit lamp photos of a pseudophakic eye that are focused in anterior segment and on iol body, and show whitening of the capsulorhexis remnant compatible with anterior capsule opacification, as well as a hazy iol. Although a definitive conclusion about the lens haze cannot be determined based solely on static pictures, the observations may be compatible with subsurface nanoglistenings and/or other less frequent causes of iol haze. The product investigation could not identify a root cause for the reported complaint. Not enough information was provided from the account for further investigation. The manufacturer internal reference number is: (B)(4).